Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. A visual inspection identified that the fill port cap was missing. Since the device was received out of its original packaging, it is unknown if the cap was in the original packaging before opening. The cause of the missing component could not be determined, and a defective product was unable to be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The problem was identified before use. There was no patient involvement. Additional information was requested and is not available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had an unspecified problem. This was identified after use. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.